Event description:
It was reported that patient was diagnosed with scoliosis in her childhood and her condition steadily progressed over time. On (B)(6) 2011: the patient reported of experiencing back pain to a great enough degree that she decided to have it examined. On (B)(6) 2012: the patient underwent a partial fusion of her thoracic spine at multiple levels, including the removal of two ribs. The patient was implanted with rhbmp-2/acs. On (B)(6) 2012: the patient underwent the second stage of surgery, completing the fusion of her thoracic spine and installing rods and screws in her back. The patient was implanted with rhbmp-2/acs. Post-op, patient alleged that her pain was far worse than prior to the surgeries and she was unable to walk, eat, bathe, or go to the bathroom. In (B)(6) 2012, patient began to experience new and different pain in her right side and mid back. On an unknown date, patient underwent for x-ray and CT scan; this radiology showed that she had loose hardware in her back, including screws backing out on the left side that required a revision surgery. On (B)(6) 2013: the patient underwent revision surgery to correct the loose screws and other hardware placed inside her. The patient was implanted with rhbmp-2/acs. Post-op, patient alleged of experiencing debilitating pain in her left leg, hip and buttock and she was unable to walk without a cane. In (B)(6) 2012, patient presented for a visit alleging that the pain she was experiencing had still not gone away. For which patient again underwent x-rays, which showed that she had more loose hardware in her back including a loose l4 pedicle screw in her right side. On (B)(6) 2013 patient again underwent a revision surgery to correct the loose hardware. The patient was implanted with rhbmp-2/acs. Post-op, patient experienced new difficulty breathing and was informed that her spinal cord had been torn. In the time since the last surgery, patient alleged that she still experienced left hip and leg pain and she has been unable to move around without the assistance of a cane, walker, wheel chair or power chair.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.